Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening), lung disease. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the technician powered on the device, the display remained black and an audible alarm was present. Further investigation identified that the user interface (ui) panel was disconnected from the printed circuit assembly (pca) for an undetermined reason. After reconnecting the ui panel to the pca, the device powered on and airflow was observed. Residue consistent with potential no-clean flux was observed on the sd (secure digital) card slot on the pca. A dust-like contaminant was observed on the ui panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, and blower motor. The device was missing the accessory module and sd cover flip doors, sd card, philips pollen filter, two base screws, two pca screws, four blower box cap screws, the blower box cap, and two blower box screws at the time of inspection. A slight material with a keratin-like appearance was observed at the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.